Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician deployed and detached two ruby coils in the target vessel using a lantern delivery microcatheter (lantern). After advancing the third ruby coil into the aneurysm, the physician realized that the ruby coil was too long and decided to retract it. However, while attempting to retract the ruby coil, the physician experienced resistance and the ruby coil pusher assembly became kinked. Subsequently, the ruby coil unintentionally detached from the pusher assembly within the lantern. Therefore, the physician withdrew the lantern in order to remove the detached coil; however, the coil did not come out with the lantern and remained inside the non-penumbra sheath. The physician then cut the sheath and was able to pull the ruby coil out. It should be noted that the physician did not maintain a continuous flush through the rotating hemostasis valve (rhv) but did flush the lantern with a syringe in between each coil. The procedure was completed using a new non-penumbra sheath, a new microcatheter and coils. There was no report of an adverse effect to the patient.